Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The scrub nurse loaded the heartstring successfully, handed the delivery device to the surgeon, but the seal did not deploy in the aorta and stayed in the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of its loader device and the seal was still loaded in the delivery tube. The plunger had not been depressed and there was no evidence of blood inside the tube or anywhere on the device. The rolled seal had a crack. The reported failure was not confirmed. A lot history record review cannot be performed, because the lot number was not provided by the hospital.